Event description:
It was reported the lead was attempted but not used as the helix would not deploy. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead retruend and analyzed; blood in/on helix/lobe mechanism. The helix functioned within spec after cleaning.